Event description:
It was reported an external saline leak was observed originating from the ¿walls of the cassette¿ of a gambro cartridge dn prime line during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that there was a crack identified in the arterial chamber of cartridge. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.